Event description:
The customer reported via phone call that the insulin pump alarmed button error. The device was not bumped, dropped or exposed to moisture. Blood glucose value was 165 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms noted during testing. The pump also had a cracked belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and a stained end cap sticker.